Event description:
The middle portion of the microcatheter shaft broke during procedure in a patient with tortuous anatomy. The device was retrieved from the patient. Continuous flush was maintained. There were no consequences or impact to the patient.

Manufacturer narrative:
(B)(4) for the reported event of catheter shaft break. Additional information was requested from the user facility. From the responses received it was determined that resistance was felt as the guidewire was advanced up to the lesion. The physician continued to the advance the guidewire past the resistance and placed the microcatheter at the neck of the aneurysm. The guidewire was withdrawn and the physician began to advance the coil but reported he "couldn't get any pushability out of the microcatheter". The coil was removed and the guidewire was advanced at which point it was noted that the microcatheter had broken. The guidewire with the two microcatheter pieces in tact on the wire were removed from the patient.

Event description:
The middle portion of the microcatheter shaft broke during procedure in a patient with tortuous anatomy. The device was retrieved from the patient. Continuous flush was maintained. There were no consequences or impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device showed a break in the catheter shaft 31.4cm from the proximal end of the catheter. A 0.0158, mandrel was introduced through the catheter hub and no restriction was experienced as the mandrel advanced out the broken end. The mandrel could not be inserted into the broken end of the distal section due to the irregular cut of the break. In addition, resistance was encountered advancing the mandrel through the distal section of the returned microcatheter due to the presence of a large amount of blood within the shaft. The failures observed are indicative of insufficient flush. A root cause of user/use error will be assigned to this complaint.